Manufacturer narrative:
A ge rep evaluated the system and found the x-ray controller board needs to be replaced. The x-ray controller board was placed on order and it is anticipated that the replacement of this part will restore the system to operating as intended. There was no accidental radiation occurence. The system operates as intended.

Event description:
The customer reported the system displays an x-ray error after it has been operating for a while. No pt injury was reported.